Event description:
Per the clinic, the patient experienced skin breakdown and necrosis at the magnet site due to overly strong magnet retention (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.